Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1q7q6, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 29-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that therapy worked fine and stopped working suddenly, unknown event date. The patient went to their hcp (healthcare professional¿s) office last week and one of the techs was there diagnosed the leads is broken. Hcp scheduled another implant but patient needs more information before going through with it. No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-33, lot# va1q7q6, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated that unknown of the date of lead break and loss of therapy but discovered (B)(6) 2019. There was no impedance detected in all leads was the cause determined. Revision had been scheduled for (B)(6) 2019. The current status of the device was noted as unknown.